Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6)-2021. The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a foreign material was found on the tip of the catheter. It was reported that some sort of silicone was observed on the tip of catheter and was not able to flush. An attempt was made to try to flush the catheter before entering the patient; however, it was unable to flush. There was no patient consequence reported. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. No foreign material was found on the tip. Irrigation testing was performed, in accordance with bwi procedures. The catheter flush was working correctly and within specifications. No irrigation malfunction was observed. A manufacturing record evaluation (mre) was performed for the finished device 30462228l number, and no internal action related to the complaint was found during the review. Based on the mre, the d4. Expiration date and h4. Device manufacture date were updated. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The following guidelines should be followed. Before initiating the application of rf current, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. The event described could not be confirmed as the device performed without any irrigation issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Date of event: the reported event year is 2021. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a foreign material was found on the tip of the catheter. It was reported that some sort of silicone was observed on the tip of catheter and was not able to flush. An attempt was made to try to flush the catheter before entering the patient; however, it was unable to flush. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.